Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. It was also reported that a ¿patient line is blocked¿ message occurred. It was unknown how many times the alarm occurred. The incident occurred during fill 1 of 5. The patient confirmed the patient line (pl) clamp was open, and the pl was not kinked. Upon further inspection, the patient noticed that the blue pin was pushed in on the stay-safe connector and a fluid leak was coming from the pl. No fluid was observed in the pump module area. The film on the back of the cassette was not loose and there was no fluid noted on the exterior of the cassette. The patient stated that the blue pin somehow broke. Upon follow-up, the patient confirmed that the fluid leak was coming from the stay-safe connector on the liberty cycler set. The patient stated that the blue pin fell out. No further details were provided by the patient. Additional follow-up was performed with a pd registered nurse (pd[rn]) from the patient¿s home clinic. The rn stated the patient was recently seen at the clinic, and they were aware that a fluid leak had occurred. However, the rn was unable to fully understand what happened. The rn said the reported event details were unclear to them. As far as the rn knew, the patient was continuing to use the same cycler and was completing their pd treatments. However, the rn didn't think the patient completed their treatment the night of the leak. They said the patient did not provide any further details on the event. It was confirmed that the patient was trained to perform manual pd therapy. The rn said the patient had not developed any symptoms or experienced any adverse effects. Since the leak had occurred over a week prior to the clinic visit, the patient was not given any prophylactic antibiotics. A sample was not expected to be sent back for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. It was also reported that a ¿patient line is blocked¿ message occurred. It was unknown how many times the alarm occurred. The incident occurred during fill 1 of 5. The patient confirmed the patient line (pl) clamp was open, and the pl was not kinked. Upon further inspection, the patient noticed that the blue pin was pushed in on the stay-safe connector and a fluid leak was coming from the pl. No fluid was observed in the pump module area. The film on the back of the cassette was not loose and there was no fluid noted on the exterior of the cassette. The patient stated that the blue pin somehow broke. Upon follow-up, the patient confirmed that the fluid leak was coming from the stay-safe connector on the liberty cycler set. The patient stated that the blue pin fell out. No further details were provided by the patient. Additional follow-up was performed with a pd registered nurse (pd[rn]) from the patient¿s home clinic. The rn stated the patient was recently seen at the clinic, and they were aware that a fluid leak had occurred. However, the rn was unable to fully understand what happened. The rn said the reported event details were unclear to them. As far as the rn knew, the patient was continuing to use the same cycler and was completing their pd treatments. However, the rn didn't think the patient completed their treatment the night of the leak. They said the patient did not provide any further details on the event. It was confirmed that the patient was trained to perform manual pd therapy. The rn said the patient had not developed any symptoms or experienced any adverse effects. Since the leak had occurred over a week prior to the clinic visit, the patient was not given any prophylactic antibiotics. A sample was not expected to be sent back for evaluation.